Event description:
It was reported that the pump exhibited error code 41622. The event occurred during priming, there was no patient involvement, and no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: correction d9: 29-jan-2025 h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The cause was identified to be the cam flex sensor. The cam flex sensor was replaced to resolve this issue.